Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a low battery alert. The customer¿s blood glucose level was 13.4 mmol/l. The customer states the battery in pump is draining very rapidly. Advised I will request the pump will be replaced. The insulin pump will be returned for analysis.